Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.